Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump, providing instructions for placing it into storage mode before returning it. The customer understood the instructions and planned to use multiple daily injections (mdi) as a backup therapy to ensure continuous insulin delivery.